Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600187 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent out of place. There is a clip that is partially loaded incorrectly due to the rotation tab being bent out of place. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The partially loaded clip was unable to properly fire as it got jammed due to the rotation tab being bent out of place. Due to the clip being jammed, no other clips were able to be fired. The sample was disassembled to inspect the internal parts. Upon disassembly, all internal parts appeared typical besides the rotation tab. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned. Visual inspection revealed that the rotation tab was bent out of place. The sample was received with a partially loaded clip that was loaded incorrectly due to the rotation tab being bent. Upon functional inspection, the clip became jammed due to the rotation tab being bent out of place. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.